Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, two false positive vibrio results were obtained on the same patient. Health department laboratory result was negative by culture. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn g.4. There were multiple PMA/510k numbers: k111860, k120138, k130470 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, two false positive vibrio results were obtained on the same patient. Health department laboratory result was negative by culture. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positive" results. Customer reported false positive results; false positive results for vibrio on 2 runs from stool sample, sample sent to a reference lab and result came back negative. Service performed preventative maintenance, cleaned minor dust and debris on mux board and gantry tip removal area. Performed qualification run successfully; instrument was turned back over to the customer for normal use. This complaint is unconfirmed as the issue alludes to an environmental contamination issue. Review of device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.